Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation - evaluation . A review of the instructions for use (IFU), quality control, and specifications was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. - attachment: [laborda 2013.pdf].

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Suspect medical device: product information currently unknown. Concomitant medical products: 5fr cobra ii catheter (terumo (B)(4)), radiofocus 5fr introducer sheath (terumo (B)(4)), cordis 5fr simmons I or ii catheter (johnson and johnson (B)(4)), glidewire hydrophilic guide wire (terumo (B)(4)). (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
The below report of device migration was described in literature. The citation for the article is as follows: alicia laborda, joaquin medrano, ignacio de blas, et al. "Endovascular treatment of pelvic congestion syndrome: visual analog scale (vas) long-term follow-up clinical evaluation in 202 patients." Cardiovas intervent radiol (2013) 36:1006-1014. It was stated 202 patients were recruited in a single center for embolization of pelvic varices. The coils used for the embolization procedures were described as 0.035" stainless steel or fibered platinum cook coils with sizes ranging from 4-20mm. Patients were followed-up with routinely for 5 years. In four patients, coil migration occurred. In two of these patients coil migration occurred to the right external iliac vein, and in the other two patients coil migration occurred to the pulmonary artery. In three cases, the coils were snared and recovered with no further complications for the patients. These three patients are recorded under this medwatch report. One patient with the pulmonary artery coil migration refused treatment and remained asymptomatic. This patient is recorded under medwatch report #1820334-2018-03400. No long term complications were identified in any of these four patients during the 5 year follow up. Additional information regarding the event and device information has been requested but is unavailable at this time.